Event description:
It was reported that (1) 35ol and (1) 35os devices were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the trocar seals tore during a laparoscopic cholecystectomy procedure. There was a product exchange for new trocars, and the procedure was completed. There was no consequence to the pt.